Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 8/3/2021, a customer contacted merge healthcare support to report that a patient report was inaccessible. Merge healthcare determined upon investigation that the report saved but failed to upload. Logs were not available for review. A blank report document was manually placed in the folder and the report was re-dictated and subsequently viewable as expected. This site has regular and persistent network issues that affect report uploads. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).